Manufacturer narrative:
Other text: b3: date of event is unknown. Device evaluation: a sample was returned to manufacturing for investigation. A visual inspection found that the right plunger case was cracked and the top case front corners were chipped. A review of the event history log found a travel coarse error and a check clutch error. During the functional testing, the customer stated problem could not be repeated after multiple occlusion tests. Both clutch halves were replaced along with the lead screw and spring as a preventative measure. The right plunger case, plastic parts of the plunger head and chipped top case were also replaced. The most probable cause for the intermittent travel course error is due to the leadscrew and both clutch halves not operating as intended as a result of customer use. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the pump displays a "coarse travel" error. Patient involvement is unknown.